Event description:
The customer called for help with his elite meter. While troubleshooting, he performed control tests and received a result of 175 mg/dl. A normal control range was not provided, but should be around 76-109 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.